Event description:
On (B)(6) 2012, the distributor contacted animas and stated that the up, down and ok keypad buttons were unresponsive. There is no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
(B)(4): the keypad was found to be intact. All of the keypad buttons were confirmed to be responding appropriately. The keypad was removed and no button contact defects were found. Unrelated to the complaint, the pump vibration motor was found to be unresponsive; the issue is not likely to result in an adverse event as the pump audio tone function was confirmed to be working appropriately and the pump would still be able to alert the user of an issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).